Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When plugged into a power source, the pump did not recognize the power source and would not charge. There was no reported impact to the customer's blood glucose level. In addition, the customer reported the pump battery gauge dropped from 60% battery life to 25% while the pump was plugged into a power source. It was indicated that the customer would use manual injections as alternate insulin therapy.